Manufacturer narrative:
Site reported that patient experienced blisters following a tattoo removal laser treatment with the picocurie. After a month and a half, the blisters did not heal. Patient does have a history of not healing well. As a result, patient visited the ER for care. There is no additional information regarding this form of intervention. User error was involved due to site treating patient with a wavelength that was not recommended for patient's skin type per the crg. Service has reached out to the site but site has failed to return calls for device evaluation. The device history record confirms that the product passed and met all requirements before releasing. Blisters are expected side effects from laser treatments, however this is reportable because the patient had visited the emergency room for treatment.

Event description:
Patient had medical intervention following a laser procedure.